Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 425 mg/dl. She treated her blood glucose level with a manual injection. The plastic ring and the top area of the reservoir compartment came off. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm test or occlusion test due to the prime anomaly. The pump was received with a completely broken off reservoir tube lip. The reservoir did not stay locked in. The pump was received with a missing o-ring reservoir tube, a cracked case at the reservoir tube window corners and minor scratches on the lcd window.